Event description:
A report was received that, during a lead revision procedure, the physician relocated the pocket site. The patient was experiencing discomfort at the pocket's current location, so the pocket was moved to the left. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.